Event description:
It was reported that this right atrial lead exhibited low out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Due to this, noise and oversensing was observed, inappropriate anti-tachy response (atr) episodes were recorded. Replacement of the device was recommended. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).